Event description:
It was reported that the patient lost therapeutic effect from the 1x8 lead following a cardiac catheterization. The two 2x4 leads were okay. There was also swelling and redness at the neurostimulator site tracking the extension to the lead. Impedances measured at 0.7 volts were as follows: 8/9/10=1400-1600, 11= 5500, 12=7700, 13/14=1400, 15=1200. Past impedance measurements were unavailable for comparison. The patient was programmed at 8- 11+ 12+ 15-; a manufacturer representative was going to attempt reprogramming. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported impedances with electrodes #11, 12, and 13 were elevated in the 3000 to 7000 ohm range. Impedance measurements greater than 4000 ohms were also reported. An x-ray did not reveal anything remarkable. Exhaustive reprogramming had been attempted but the patient was not getting appropriate stimulation where he needed it. The high impedance results were attributed to a patient fall. The swelling was due to shingles. Additional information received indicated the cause of the event was "telemetry migration". A surgical revision was performed on (B)(6)-2012 and the device was reprogrammed the same day. It was indicated that the patient incurred a non-serious injury/illness. It was unknown if the patient required hospitalization due to the event.

Manufacturer narrative:
Lead model 3998 lot# v014454 serial# unk implanted: 2007-(B)(6) explanted: unk; lead model 3777-75 lot# unk (B)(4) implanted: 2009-(B)(6) explanted: unk; programmer model 37743 (B)(4); extension model 37082-60 (B)(4) implanted: 2008-(B)(6) explanted: unk.

Manufacturer narrative:
(B)(4).